Manufacturer narrative:
The manufacturer previously reported this device under recall z-1974-2021. After further review, the manufacturer concluded the reported device for this complaint is not in relation to the foam degradation recall but to device malfunctions. Section b5 - describe an event or problem that should be reported as: the manufacturer received information regarding a dreamstation auto device that was sent to a third-party service center for service. During the device evaluation at the third-party service center, the device was visually inspected/scrapped due to quality. The power connector of the unit is corroded, and the unit cannot be powered on in order to collect the error log/machine hours/error code numbers/software version. Also, during the inspection, no evidence of foam degradation was found, and neither were any foam particles visible. Section h9-recall(z) number would not be applicable, which has been corrected in this report. In addition, section h9-remedial action int (rfb) has been updated to "repair."

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation at the third-party service center, the device was visually inspected/scrapped due to quality. The power connector of the unit is corroded, and the unit cannot be powered on in order to collect the error log/machine hours/error code numbers/software version. Also, during the inspection, no evidence of foam degradation was found, and neither were any foam particles visible.

Manufacturer narrative:
H3 other text : the device was serviced by a third party service center.

Manufacturer narrative:
The manufacturer received information regarding a dreamstation auto device that was sent to a third-party service center for service. During the device evaluation at the third-party service center, the device was visually inspected/scrapped due to quality. The power connector of the unit is corroded, and the unit cannot be powered on in order to collect the error log/machine hours/error code numbers/software version. Also, during the inspection, no evidence of foam degradation was found, and neither were any foam particles visible. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This complaint is considered not reportable.